Event description:
Lap chole - "the bag was being removed with specimen inside. After trying to pull it out, the bag tore at the distal end."

Manufacturer narrative:
Investigation summary: one deployed retrieval system, the tissue retrieval bags or two event units, and 32 sterile samples were returned for evaluation. Upon inspection, engineering found no damages on the retrieval system. Both tissue bags were torn and had stretch and tension marks near the tears. Engineering tested the sterile samples and found that they functioned as intended and met current specifications. All inzii retrieval systems undergo 100% visual inspection during the manufacturing process. The exact root cause of the tears in the tissue bags remains unknown. Previous tests have shown similar stretching and breaking in retrieval bags when excessive force and manipulation is used to remove specimens from a small incision. The instructions for use (IFU) state, "note: if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." When the incision is enlarged, the specimen can be removed without incident. The IFU cautions, "care should be taken to avoid contact of the bag with sharp instruments, morcellators, cutting devices and electrosurgical, and laser instruments." This document represents our final report.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.